Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2012, to excise an overgrowth of tissue around the implant site. It was also reported that the patient was treated with steroid injections prior to the surgery, and that the 5.5mm abutment was replaced with a 8.5mm abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.